Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia issue event on (B)(6) 2026 due to not follow instruction for use when changing his cartridge and high blood glucose and treated with manual bolus and automatic correction bolus.